Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with noise reversion episodes on a remote transmission. The patient was not reported to be symptomatic. The device triggered appropriate noise reversion for emi. Prior to the reversion there were instances of inhibited pacing leading to a pause of up to 1 second. The patient was stable and will continue to be monitored.